Manufacturer narrative:
A2. Reported patient age (76 years) is the median age for all patients included in the literature article study group. A3. Reported patient age is representative of the majority of patients (B)(4) in the literature article study group. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Fontana, f., coppola, a., ferrario, l., de marchi, g., macchi, e., zorzetto, g., franchin, m., piffaretti, g., tozzi, m., carcano, g., piacentino, f., & venturini, m. (2022). Internal iliac artery embolization within evar procedure: safety, feasibility, and outcome. Journal of clinical medicine, 11(24), 7399. Https://doi.org/10.3390/jcm11247399. Medtronic review of the literature article found a retrospective single-center study of patients who underwent internal iliac artery (iia) embolization endovascular aneurysm repair (evar). The aim of the study was to establish the feasibility of the procedure and to assess the presence of endoleak (el) and increase in the size of the aneurysm sac at follow-up. A total of (B)(4) patients were included in the study group. Patients included in the study were treated with concerto coils, non-medtronic vascular plug, or a combination coils and vascular plug. Of the total study group, (B)(4) patients were treated with coils and another (B)(4) patient were treated with a combination of coils and vascular plug. There was no device malfunction reported in the literature article and it was noted that there was comprehensive technical success in (B)(4) of cases. The article reported that a total of (B)(4) patients experienced mortality by the conclusion of the study. Two of these patients had undergone bilateral iia occlusion; one of which died 48 months after the procedure and the other died 10 months after the procedure. A third patient who died had undergone contralateral embolization with the hypogastric artery preserved died the day after the procedure. However, it was noted that: "none of the [patient] deaths was related to a complication of the vascular procedure or progression of the aneurysmatic disease." Therefore, as there was no device malfunction and the patient deaths reported in the article are not associated with the embolization procedure or concerto coils, these do not meet the definition of a complaint. Adverse patient events: at one month, (B)(4) of the group had type 2 el, at six months (B)(4) and after one-year (B)(4). Only (B)(4) patients had a precocious el (within one month). Reintervention rate was (B)(4). It was not indicated if these patients were treated with concerto coils, vascular plug, or combination.